Manufacturer narrative:
Conclusion: no conclusion can be drawn. The product was not returned.

Event description:
Allegedly revised due to supected tissue reaction.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested from the surgeon. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00022.